Event description:
The customer reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hardrive and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back into service.